Event description:
It was reported that patient is not sure when event occurred. Noticed on x-ray during office visit. Patient scheduled for a revision knee (B)(6) 2013. Additional information received via sales rep on (B)(4) 2013: the issue was a stem fractured off the mrh femoral component.

Event description:
It was reported that patient is not sure when event occurred. Noticed on x-ray during office visit. Patient scheduled for a revision knee (B)(6) 2013.additional information received via sales rep on (B)(6)-2013: the issue was a stem fractured off the mrh femoral component.

Manufacturer narrative:
The patient is (B)(6). An event regarding fracture involving a fluted stem was reported. The event was not confirmed. Device history review indicated there were no reported discrepancies for the referenced lot. Complaint history review indicated there were no other events for the reported lot. The exact cause of the event could not be determined because pre- and post-operative x-rays and operative reports as well as analysis of the explanted devices are needed to determine the root cause.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).